Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2009 (exact patient age unknown, but is over 60 years old). According to the complainant, during the colonoscopy procedure, a polyp was removed in the sigmoid colon. The resolution clip was put down the scope and into the patient to stop bleeding. However, when the tech went to deploy the clip, he could not get the clip to open. The account reported that there were no visible defects to the clip. Another of the same device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).